Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs systems. This report is in relation to the scs system implanted for the occipital area/off-label use. It was reported the charging system and programmer are unable to communicate with the patient's ipg due to the ipg being inoperable. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.